Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2015. The customer was hospitalized before passing away due to a broken hip. The cause of death was renal failure. The caller stated that the customer had a broken hip that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected greater than 48 hours prior to passing. The customer was disconnected as they were overdosed or given too much insulin with insulin twice while in the hospital for the broken hip. The customer was not using sensors. The caller declined to return the insulin pump for analysis. The pump passed some functional testing however, the pump was unable to prime during prime test. The reservoir was not returned.